Manufacturer narrative:
One used device was received and evaluated. The device passed testing. No leakage of solution was noted. Based on the data verified hospira could not attribute the issue to the device.

Event description:
The customer contact reported a leak; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. At an unspecified time, it was reported that the nurse connected the male adapter of a syringe to the distal clave y-site to deliver an unspecified concentration of protonix IV push. It was reported that after the delivery of medication was complete, the nurse disconnected the syringe and connected the male adapter of a second syringe to the distal clave y-site to deliver 10 ml of normal saline IV push. It was reported that after the normal saline delivery was complete, the nurse disconnected the syringe from the clavey-site and left the patient's room. After approximately 10 minutes, it was reported that the nurse returned to the patient's room and noted an unspecified volume of blood on the floor. It was reported that blood leaked from the distal clave y-site. It was reported that visual examination of the distal clavey-site found a hard, clear plastic piece was stuck in the clavey-site. It was reported that the therapy was complete; therefore, the tubing set was not replaced. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reported upon query by hospira personnel. (B)(6).